Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and noted air in reference and buffer tubing's. The fse replaced the reference valves, and buffer valves to resolve the issue. The failure mode was identified as multiple hardware malfunction. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. The customer did not provide patient demographic. The erroneous results were not reported outside of the lab. There was no report change to treatment, injury, or death associated with this event.